Manufacturer narrative:
The user¿s manual states that regular maintenance of patient lifts and accessories is necessary to assure proper operation. No regular maintenance records can be provided. Complaint verified through photographic documentation provided. End of actuator that connects to the boom is broken. Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the consumer walked into his shop with the boom in his hand. The dealer stated the attachment where the mast and the boom attach is "wallered" out. The dealer stated the consumer alleged the end user fell on the floor and is now in intensive care. The dealer stated he had absolutely no details on when the event happened or about the patient as the consumer showed up at his shop with parts in hand. The dealer was exceedingly reluctant to speak with us. Update from customer service on 6/28/2016: consumer called back and said his mom was in the lift when the boom allegedly broke off and dropped her 3 foot to the ground. The end user broke her hip and cut her hand. The end user went to the emergency room and had x rays to find a broken hip and is still in the hospital. They are not sure if she will return home or go into a nursing home for care. No further information provided at this time.